Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead was experiencing syncopal episodes. One nonsustained episode was recorded in the device and the strips were sent to boston scientific technical services (ts) for review. The nonsustained episode appeared to be due to crosstalk of the atrial signal on the rate/sense channel which caused pacing inhibition of one second. It was unknown if the patient was symptomatic with this episode. No other episodes were recorded in the device. No additional adverse patient effects were reported.

Manufacturer narrative:
This device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.